Event description:
It has been reported that an nrg transseptal needle was selected for use for a percutaneous myocardial ablation procedure indicated for a case of atrial fibrillation (a fib). During the procedure, the physician mentioned that the needle was unable to deliver rf energy when attempted and could not cross the septum. They stated that the rf tone was heard, but no high frequency was produced and no error messages were noted. Also, the generator was in ready mode when the issue occurred and tenting of the septum was confirmed before attempting to deliver rf. The cable was replaced, yet no change observed. Next, the needle was replaced (different device, same model), and the procedure was completed successfully. No patient complications reported. Product is not expected to return as it was disposed of at the facility.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental will be filed.